Event description:
Overdose due to device malfunction (overdose) case description: 15-day alert. This case, MFR control number 217276, is a spontaneous report from the united states referring to a female pt of unk age. A consumer reported this case. No past medical history, concurrent conditions, allergic, or concomitant medications were reported. On unk date, the pt received nutropin aq (dose and frequency not reported) for unk indication. The lot number of the nutropin aq was not reported. On unk date, the pt initiated treatment with the device nutropin aq pen with lot number l625. On unk date, the pt presented with an overdose (overdose). The family member of the pt reported that the pen squirted out a lot of medication. The dr advised the family member to stop treatment as the pt may have received about 12 times the dose. On 14-aug-2005, the pt was admitted to the hosp for overnight observation. Relevant laboratory values and diagnostic tests were not reported. Treatment for the event was not reported. At the time of this report, the event outcome was not known. The reporter assessed the event overdose as related to nutropin aq pen. Additional info has been requested. Additional info received 30-aug-2005 and 8-sep-2005: relevant history included no recognized prior problems with the nutropin aq pen in question. The pt was 1 year of age. On unk date, the pt received nutropin aq (0.3mg, fqd, subcutaneous) for the indication of chronic renal insufficiency. On 15-aug-2005, the pt received an excessive dose of nutropin aq due to a nutropin aq pen malfunction. The family member put in the new cartridge of nutropin aq, dialed in the dosed, and the pt received an increased dose. The pt visited the emergency room to monitor any side effects including hyperglycemia. The family member discontinued use of the nutropin aq pen in question and started a new nutropin aq pen with no further problems. On 16-aug-2005, the event was considered resolved and the pt was released without complication. Additional info has been requested. Additional info available on 30 sep 2005: upon further review the following info was added to the case: on 26 aug 2005, genentech qa department opened a product complaint for this case and the following pcs number was assigned: 3619. 30-sep-2005 attempts to obtain f/u info have been unsuccessful. No additional info is expected; the case is closed. Pharmacovigilance: the event of overdose is serious because it led to hosp and is unlisted according to the uspi. The pt apparently did not suffer any ill effects from the overdose, but we have requested additional folow-up info. It is unclear if this case represents a device malfunction or user error.

Event description:
The pt received nutropin aq (dose and frequency not reported) for unknown indication. On unknown date, the pt initiated treatment with the device. Nutropin aq pen with lot number l625. On unknown date, the pt presented with an overdose (overdose). The family member of the pt reported that the pen squirted out a lot of medication. The physician adviced the family member of the pt to stop treatment as the pt may have received about 12 times the dose. In 2005, the pt was admitted to the hospital for overnight observation. Relevant laboratory values and diagnostic tests were not reported. Treatment for the event was not reported. At the time of this report, the event outcome was not known. The reporter assessed the event overdose as related to nutropin aq pen. Pharmacovigilance: the event of overdose is serious because it led to hospitalization and is unlisted according to the uspi. The pt apparently did not suffer any ill effects from the overdose.

Event description:
Overdose due to device malfunction [overdose] case description: 15-day alert this case, MFR control number 217276, is a spontaneous report from the united states referring to a female pt of unk age. A consumer reported this case. No past medical history, concurrent conditions, allergies, or concomintant medications were reported. On unk date, the pt received nitropin aq (dose and frequency not reported) for unk indication. The lot number of the nutropin aq was not reported. On unk date, the pt initiated treatment with the device nitropin aq pen with lot number l625. On unk date, the pt presented with an overdose (overdose). The mother of the pt reported that the pen squirted out a lot of medication. The physician advised the mother off the pt to stop treatment as the pt may have recieved about 12 times the dose. On 8/14/20052, the pt was admitted to the hosp for overnight observation. Relevant lab values and diagnostic tests were not reported. Treatment for the event was not reported. At the time of this report, the event outcome was not known. The repoter assessed the event overdose as related to nutropin aq pen. Additional info has been requested. Additional info received 8/30/2005 and 9/8/2005: relevant history included no recognized prior problems with the nutriopin aq pen in question. The pt was 1 yr of age. On unk date, the pt received nitrpin aq (0.3mg, qd, subcutaneous) for the indication of chronic renal insufficiency.